Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument did not cut correctly; could only be removed under force. No further info is available. Anastomosis was okay during testing. Completed the case with the same like product. There was no patient consequence.